Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported cause was not known. They stated that it was working now. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient was not getting therapy relief. Patient stated that back then at 0.45 they could feel tingling but now even at 1.00v they didn't feel anything. Patient states their bowel has been acting crazy and felt like they can feel the device when they ate. They mentioned they had an MRI of their head 6 months ago and didn't know if that could affect the ins. During call, patient had access to the programmer. They synched and showed stim was off. It was reviewed to turned therapy on as it needed to be on for effectiveness. However, patient still didn't feel stimulation even when increasing stimulation for program 1. It was suggested patient switch to program 2 and increase stimulation however that did not resolve the issue either. Patient advised to follow up with healthcare professional (hcp) to check on device. No further complications were reported or anticipated.